Manufacturer narrative:
D02 - intuitive surgical, inc. (Isi) received the tenaculum forceps instrument and performed a device evaluation. Failure analysis confirmed the reported issue. The instrument was found to have a broken pitch cable at the distal clevis hub. The broken cable segment that contained the crimp was missing from the clevis and was not returned with the instrument. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. A review of the site's complaint history identified (B)(4) is a related record of (B)(4). A review of the device logs for the tenaculum forceps (part# 470207-10 / lot-sequence# n10210308-0026) associated with this event has been performed. Per this review of the logs, the tenaculum forceps was last used on (B)(6) 2022 on system serial# (B)(4). No investigation required as no image or video clip for the reported event was submitted for review. This complaint is considered a reportable event due to the following conclusion: failure analysis acknowledges that the instrument had a broken pitch cable. This instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the instrument's cable snapped. The procedure was completed as planned with no report of patient harm, adverse outcome or injury.